Manufacturer narrative:
Expiration date: 09/28/2012. This product is not marketed in the us. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 11.5mm icm115v4 implantable collamer lens of -13.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2013. The patient experienced low vault and refractive change overtime, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5: "refractive change over time" should be removed from the original submission for correction. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 health effect - clinical code-2137 should be omitted and code 4582 should be added for correction. Device code: 1401 should be omitted for correction. Claim #(B)(4).